Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The self expanding stent system (sess) was returned without blood visible, consistent with the reported information that there was no patient involvement. There was saline on the stent implant. The partial deployment was confirmed. The stent implant was returned partially deployed 4 mm over the distal marker. There was no damage noted to the stent implant. The outer tube was retracted 5 mm proximal to the tip crown. There was a bend in the shaft 61.5 cm distal to the strain relief tubing. There was no other damage noted to the sess. The touhy borst valve was in the locked position. Potential factors which could contribute premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. In this case, it may be possible that the premature deployment is related to handling and/or inadvertently pulling on the tuohy borst adapter, which is consistent with the outer tube being retracted 5mm proximal to the tip crown. Additionally, the bend in the shaft distal to the strain relief tubing further suggests inadvertent mishandling may have contributed to the premature deployment. However, this could not be confirmed. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication to suggest a lot specific product deficiency. Overall, a conclusive cause for the premature deployment and bend noted in the shaft could not be determined; however, there is no indication to suggest a product quality deficiency. This reported issue will continue to be monitored.

Event description:
It was reported that the xpert stent partially deployed during device preparation as it was being flushed. The device was not used and there was no patient involvement. Though requested no additional information was provided.